Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for separation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a diagnostic procedure, that the distal end of the balance middle weight (bmw) guide wire separated within the patients anatomy. The separated portion was able to be retrieved. There was no report of additional adverse patient sequela and no report of a clinically significant procedural delay. There was no additional information provided.